Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the color marks of the trocar yell that aids in aligning the sleeve to the mating device were found missing. Additionally it was observed with slight bending condition from the middle of the shaft. This observed condition was consistent with a component failure that was caused by exposure to unintended forces. Therefore, the reported condition can be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the trocar yell would have contributed to the complained device issue. Based on the investigation findings, the root cause is traced to design. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code:03.037.019 lot number: 270p895 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23-aug-2021 manufacturing site: jabil bettlach.

Event description:
It was reported that the marking on the instrument disappears/dissolves. There was no patient involvement. During manufacturer's investigation of the returned device it was additionally identified that device has slight bending condition from the middle of the shaft.